Manufacturer narrative:
Other, other text: the returned emma module was evaluated. The module was able to obtain measurements with all enabled parameters, however, when a co2 gas mixture was applied with atmospheric pressure, the readings were found to be outside the accuracy specification due to a recessed detector lens. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported the emmas were providing "inaccurate readings" as the emmas were "getting higher readings in comparison to their other end tidal co2 device." There was no patient impact or consequence reported.